Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts in a lifted state. The undamaged crimped stent outer diameter was measured and is within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no evidence of damage.

Event description:
Reportable based on the product analysis completed on september 19, 2019. It was reported that difficulty crossing the lesion encountered. The lesion was located in the tortuous left anterior descending artery. A 32 x 3.50 promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with different device. No patient complication were reported. However, the returned product analysis revealed stent damage.